Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The device condition was identified prior to any patient involvement. Evaluation summary: (B) (4) preliminary analysis found the device had numerous electrical resets while in the shipping container. The por (power on reset) counter contained the maximum number possible (greater than 127 resets). The condition causing the resets apparently cleared, and no further resets occurred during the evaluation; therefore, the root cause of the resets and low battery voltage could not be determined.

Event description:
It was reported the device was interrogated while in the box, and the device was at eri (elective replacement indicator), with a battery voltage of 2.61v. The device was not used. It subsequently tested out of specification during manufacturer's analysis. The device condition was identified prior to any patient involvement.